Manufacturer narrative:
(B)(4). Information was not provided by the contact. Lockout spring tab, incomplete cycle. Additional information was requested and the following was obtained: what was meant by misfired? Lock out. Did the device deliver any staples? No. If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? No. If yes, was the cut line complete? On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? 2nd firing. What color cartridge was being used? Blue. Was buttressing material utilized? If so, which product? No. Were any unexpected noises heard? If so, when? None reported. Were any of the forces higher or lower than expected (closing or opening)? No. The analysis showed that the ats45 device was received in good visual condition and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device misfired. Additional details were requested, but sales rep indicated he would have to investigate further. It was unknown how the case was completed. No patient consequences reported.